Event description:
It was reported that a minimum fill notification occurred while customer attempted to load cartridge into pump despite having sufficient usable insulin, and initial attempts to reload same cartridge did not resolve issue. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support after consultation with support team, removed pump from case, cleaned pump area, and then successfully filled and loaded new cartridge using proper technique, after which insulin delivery resumed, and customer was advised to contact technical support if issue recurred.